Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 7:00am. The patient reported blood glucose readings of ''55 mg/dl'' with the subject meter and ''79 mg/dl'' on another meter (bd brand meter), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed he is on an insulin pump. At the time the alleged issue began, the patient indicated he did not take any action regarding his diabetes regimen. Five minutes before the alleged issue began, the patient stated he felt shaky and developed blurred vision. In response to his symptoms and the alleged issue, the patient stated he self-treated with food/drink. At the time of the alleged issue, the patient indicated no other blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's testing procedure was correct, and an approved sample site was used. The patient, however, did not have the control solution to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the alleged issue. However, this complaint is being reported since the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.